Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump alarmed failed battery test due to a corroded battery tube. The pump was received with a corroded battery cap contact. The pump also had cracked battery tube threads, a cracked belt clip slot and case at display window corners, and a cracked lcd window.

Event description:
Customer reported that she had a failed battery alarm and there was damage to the insulin pumps casing as well as the battery cap. Customer's blood glucose reading at the time of the call was 489 mg/dl and stated that they have not been wearing the insulin pump due to the battery issues. Customer has treated the high blood glucose readings with a manual injection. No further information reported.